Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was over 500 mg/dl. The customer addressed the high bg with a manual injection. Reportedly, the customer changed pump supplies to address the occlusions. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.